Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patient's heart rate into ventricular tachycardia (vt).